Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: generalised illness. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported (via FDA mw5085508) that a female patient, of unknown age at the time of event, who underwent an unspecified breast prosthesis implantation procedure with an unspecified mentor saline breast prosthesis and a 250cc mentor smooth round moderate profile saline breast prosthesis, suffered several unexplained systemic symptoms, including leaky gut, insane chronic pain of muscles, joints from head to toe, food allergy, chronic fatigue syndrome, multiple yeast infection, young body is failing and getting worse each day, barely able to crawl out of bed, and feel like a beaten baseball bat. The patient also reported that they have seen pcp, cardiologist, rheumatologist, ob-gyn, allergist, pain management specialist, counselor. Patient added that she was past off as having anxiety, depression and was doing too much. The patient was able to undergo bilateral explantation on (B)(6) 2019, and stated to almost have their body and life back. No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. This medwatch form is for device 1 of 2 breast prostheses reported.